Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported during the operation, the doctor opened the outer packaging to check the valve and pressed the reservoir to see if it was normal. It was stated the valve had an abnormal sound, and the doctor suspected that there was a break inside the valve. The device was replaced with a new one. The patient's status at the time of the report was alive-no injury.